Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported intermittent readings. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual analysis. The returned sensor failed functional testing due to a broken purple conductor at the solder joint assembly. During analysis the connected root device displayed a "no sensor connected" error message which prevents the unit from engaging in monitoring activities. Zip code is as follows: (B)(6), corrected data: (model #) was updated from "3637" to "23858". (UDI #) was updated to "(B)(4)". Initial reporter occupation. Was updated from "nurse" to "administrator/supervisor". Device manufacture date. Was updated to "12/01/2016".

Event description:
The customer reported intermittent readings. No consequences or impact to patient was reported.